Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) -2010, the patient had essure inserted. On (B)(6) 2014, 1694 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("patient expelled a fragment of one of essure coil") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, cesarean section, anxiety, depression, obesity, pain menstrual, heavy periods, parity 2 and multi gravida. Previously administered products included: mirena. Concurrent conditions were listed as pelvic pain female, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced device breakage (seriousness criterion intervention required) and device expulsion ("patient expelled a fragment of one of essure coil"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: tissue submitted a. Uterus, cervix, bil tubes gross value: the right fimbriated fallopian tube is 9.2 cm in length x 0.7 cm in diameter. The left fallopian tube is fragmented, 3.2 cm in length x 0.6 cm in diameter and 3.7 cm in length x 0.7 cm in diameter, without identifiable fimbrae. Gross morphologic description: silver metallic coil embedded in the left and right cornu. The bilateral fallopian tubes are grossly unremarkable, with the fragmented nature of the left fallopian tube described previously. Diagnosis value: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus: : proliferative phase endometrium. Myometrium with leiomyoma. Cervix with no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality [ultrasound scan vagina] (date unknown): the uterus is anteverted and normal in size and shape. The uterus is mottled and bulky in appearance which is suggestive of but not diagnostic of adenomyosis. The endometrium is trilaminar. There are two echogenic areas in both interstitial portions of the uterus, which most likely represent essure coils. There is an echogenic structure the extends into the endometrial lining on the left side, most likely the essure. The ovaries appear unremarkable bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("patient expelled a fragment of one of essure coil") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, cesarean section, anxiety, depression, obesity, pain menstrual, heavy periods, parity 2 and multi gravida. Previously administered products included: mirena. Concurrent conditions were listed as pelvic pain female, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced device breakage (seriousness criterion intervention required) and device expulsion ("patient expelled a fragment of one of essure coil"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: tissue submitted a. Uterus, cervix, bil tubes. Gross value: the right fimbriated fallopian tube is 9.2 cm in length x 0.7 cm in diameter. The left fallopian tube is fragmented, 3.2 cm in length x 0.6 cm in diameter and 3.7 cm in length x 0.7 cm in diameter, without identifiable fimbrae. Gross morphologic description: silver metallic coil embedded in the left and right cornu. The bilateral fallopian tubes are grossly unremarkable, with the fragmented nature of the left fallopian tube described previously. Diagnosis: value: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: uterus: proliferative phase endometrium. Myometrium with leiomyoma. Cervix with no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality. [Ultrasound scan vagina] (date unknown): the uterus is anteverted and normal in size and shape. The uterus is mottled and bulky in appearance which is suggestive of but not diagnostic of adenomyosis. The endometrium is trilaminar. There are two echogenic areas in both interstitial portions of the uterus, which most likely represent essure coils. There is an echogenic structure the extends into the endometrial lining on the left side, most likely the essure. The ovaries appear unremarkable bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Event medical device removal is replaced with event device breakage. New event device expulsion added. Medical history, concomitant condition and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1694 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.